Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a high glucose alert while using the ilet with a dexcom g7 and reported elevated glucose after a larger-than-usual meal; a capillary glucose measured 289 mg/dl while the cgm displayed 397 mg/dl, and the user later reported glucose trending down to 270 mg/dl after supply changes and resuming insulin. Symptoms included hyperglycemia. Outcomes included no hospitalization and stabilization after troubleshooting. Investigation included call-based troubleshooting, tubing inspection with visible drops, and guidance to replace infusion supplies and resume insulin. Investigation of this case revealed no device malfunction confirmed during the call, cgm-fingerstick discordance, and improvement after infusion set change, which suggests possible infusion site or delivery-related interruption with cause not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.